Event description:
It was reported that the patient was found at high impedance and he was not feeling stimulation. X-rays were taken and sent to the manufacturer but they were inconclusive. Additional information from the physician stated that the patient also felt pain in the throat. When the patient was taken to surgery a good diagnostics were taken during pre-ops, thus no surgery occurred during that time, but during a later office visit high impedance was noted again. Trouble shooting was performed but the same problem occurred. On (B)(6) 2013 the patient went to surgery and the surgeon found the vns lead wrapped around the vns generator pulling up on the lead's pin which have caused the high impedance. Once the lead was untangled and the pin inserted correctly the high impedance was resolved and the diagnostics read 3400 ohms.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
Additional information was received form the physician which indicated that the patient felt pain around the incision site only three days after the surgery. The pain was not occurring or related to the vns stimulation. No history of trauma was reported that could have caused or contributed to the lead tangling around the generator. The patient denied any manipulation of the vns device. The device history report was reviewed and no unresolved non conformances were found.